Event description:
As reported by the user facility ((B)(4)): no flow.

Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is open and no wing cap is observed at the pump. Big top cap is opened and discofix cap is removed. No liquid/crystallized residue is observed at cap valve. Detected crystallized residue in microbore tube. No other deviation is observed. Analysis: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). No flow is observed. Complaint sample is dissected at section b (microbore tube, at crystallized area). No flow is observed. Refer figure 4 complaint sample is dissected at section c (microbore tube, before crystallized area). Immediately observed flow of solution. Refer figure 5. However, as the complaint sample is crystallized, the blockage root cause for this complaint could not be determined. Justification: not judgeable as the complaint sample is crystallized.

Manufacturer narrative:
(B)(4). We received 1 used, completely filled easypump ii lt without package. The received sample was visually examined. Damages or other deviations were not detected at the sample. In 'as-received' condition, the white clamp was closed and the original wing cap was not handed over by the customer. We detected no solution or crystallized drug residues at the lla-cone of the patient connector. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). Additionally the completely filled sample was functionally tested, respectively a leak test was carried out. After opening of the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the blocked pump was squeezed by hand and the functional test t was carried out again. Subsequently the pump did not work (solution was not running). After waiting for approx. 2 hours, the pump did not work (solution was not running). During opening of the white clamp (for functional and leak test) it is visible the solution is running only until to the connection tube/lla-cone, but not outside of the lla-cone. The pump is blocked. The received sample is not within our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.